Event description:
It was reported that subsequent to successful coronary stent deployment, the balloon ruptured and air was released into the coronary artery. The patient went into cardiogenic shock and was resuscitated with artificial respiration, intravenous adrenaline, and application of intra-aortic counter flow. The patient recovered and status is listed as "okay".